Event description:
Account experiencing getting discrepant pth results for 15 to 20 pt samples since 2008. Only the following pt examples were provided: 2008: sample 1, initial result gave 14 pg/ml; sample repeated twice giving 16 pg/ml by another analyzer and 10 pg/ml by initial analyzer. Sample 2, initial result gave 175 pg/ml; repeated twice giving 143 pg/ml by another analyzer and 115 pg/ml by initial analyzer. Sample 3, initial result gave 245 pg/ml; repeated twice, giving 197 pg/ml by another analyzer 160 pg/ml using initial analyzer. Sample 4, initial result gave 299 pg/ml; repeated twice, giving 243 pg/ml by another analyzer and 193 pg/ml using initial analyzer. Sample 5, initial result gave 164 pg/ml; repeated using another analyzer gave result of 107 pg/ml, sample diluted and repeated using initial analyzer, gave 96 pg/ml.

Event description:
Sample 6: initial result